Manufacturer narrative:
(B)(4).

Event description:
It was reported there was inflammatory mass, neurostimulation could not control the pain, and so infusion pump was implanted. It was reported the patient presented with neurological symptoms, specifically unstable gait. It was noted this might have been roughly two months ago. It was logged the MRI showed granuloma. It was then reported ¿referred to neurosurgeon¿ and they explanted the infusion system.

Event description:
Additional information received reported that the granuloma was the cause of the event. It was noted that the patient saw a neurosurgeon, who removed it. It was further noted that the patient wanted the device explanted.

Event description:
It was further reported that the patient experienced neurological symptoms. The device was not available for analysis and the patient outcome was unknown at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the patient had a complete blood count test, prothrombin time test, partial thromboplastin time test, and a platelets test.

Event description:
It was further reported that the leads were explanted on (B)(6) 2013 and the implantable neurostimulator (ins) was explanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, lot# v801486002, implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, lot# v938776016, product type: lead. Product ID 37743, lot# nke178329n, product type: programmer, patient. Product ID 3777-75, lot# v801486002, implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, lot# v938776016, product type: lead. (B)(4).

Event description:
It was further reported that the patient's device was removed on (B)(6) 2013. The patient's implantable neurostimulator (ins) was removed but the leads were left in place in prevision of future use.

Manufacturer narrative:
(B)(4).